Event description:
During an interventional radiology procedure in the special procedure lab (complex chd-coronary heart disease pt) for PICC line placement, the wire guide unraveled and broke off while attempting to remove the catheter; a segment of wire was retained in the vessel. Pt outcome is unk as not provided by reporter.

Manufacturer narrative:
Expiration date unk as lot is unk. The integrity of this device is inspected 100% during the mfg process and again, prior to transport. This device is provided with an attached caution label, which illustrates: "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without the complaint device we cannot determine with any degree of certainty why difficulties were experienced; however, one possible scenario is that due to tortuous anatomy, the force required to withdraw the device exceeded it's design strength. We will continue to monitor for similar complaints.